Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis today at 7 am with blood glucose of 430 mg/dl. The customer's current blood glucose was 182 mg/dl. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The inulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08685 inches. No under delivery anomaly noted during testing. The insulin pump was received with scratched reservoir tube window. (B)(4).